Manufacturer narrative:
The insulin pump passed operating current. Unable to perform the occlusion, prime, displacement test and excessive no delivery test due to completely broken reservoir tube lip noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the ring of the reservoir compartment broke off. The customer¿s blood glucose level was unknown. The customer reported that the reservoir would not stay in place and insulin pump was not delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.